Event description:
It was reported by the patient's spouse that the patient with an implantable cardiac defibrillator (ICD) died. The spouse stated that they thought they heard a physician say the device shocked the patient into a fatal rhythm. A cause of death and requests to speak to the physician were unsuccessful.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.